Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed an electrical safety and system verification. The fse replaced the personality module vision acquisition (pmva) to resolve the error 307. The system was tested and verified as ready for use. Isi has received the pmva part and failure analysis (fa) has completed their investigation. The unit was installed into the test system and it failed with error 30 at start-up. Troubleshooting determined that the video branch (vbr) board, a component, was the cause of the issue. Review of the provided images are consistent with the alleged complaint of no lights on pmva. Root cause of the failure mode cannot be confirmed without fa's investigations. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer (tse). Investigation revealed the following possible related system errors: error 307 (node not present: pmcaud in pmva . A node configured to be present has stopped responding). Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a benign hysterectomy procedure. This complaint is being reported due to the following conclusion: the customer converted after the start of the procedure due to errors on the pmva. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable 307 error on personality module vision acquisition (pmva) was displayed. The customer power cycled the system prior to contacting technical support, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power the system off, hard power cycle the vision tower, and confirm the pmva was firmly seated. The customer provided an image and there were no lights presently active on the pmva. The caller also stated that when the system would start up the vision side cart (vsc) touchscreen monitor would remain black. The customer attempted another power cycle without clearing the error. The customer converted to a laparoscopic procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.